Event description:
It was reported that during an aneurysm procedure at anterior communicating artery (acoma) segment. The subject stent was delivered through a microcatheter, during that while advancing the subject stent delivery wire and subsequently retracting the microcatheter to deploy but the subject stent was not visible. After withdrawing the subject stent system out, it was found that the subject stent had deployed from proximal end of the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.